Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The pump was received with moisture damage on vibrator motor. Unable to perform displacement, rewind, seating and basic occlusion due to blank display. The pump was received with cracked retainer, cracked battery tube threads, cracked case at battery tube side and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer reported a crack in the battery compartment. The product was returned for analysis.